Event description:
During a left heart catheterization, while attempting to locate the left main artery, the catheter broke leaving 75cm inside the patient. Prior to this happening, the physician was torquing the catheter to try to find the origin of the left main artery branch. After the catheter broke it was determined that the patient had an anomaly where his left artery actually originated on the right side of the heart. Due to the patient's anatomical anomaly, major torquing was applied trying to advance the catheter into the left main artery, which turned out to be a "nub". The patient was transferred to another hospital, where a percutaneous snare was used to retrieve the broken piece of catheter. The patient remained stable and his distal pulses remained palpable. The patient was discharged on the same day, and to the best of merit's knowledge, is doing fine to date.